Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level was 500 mg/dl.replacement pump was sent to customer to resolve the issue.